Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: multiple call service 054 alarms were observed in black box. The pump powered on properly with no alarms. The pump was exercised for 24 hours, after 24 hours there was no call service alarms that were emitted. The reported complaint was not duplicated during investigation. Unrelated to the complaint, a crack was found to the battery compartment which traveled up from the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated suddenly, the pump started to vibrate strangely and then it became completely black. The pump reportedly was unable to be restarted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.